Event description:
The customer reported that the patient fell without injury and that plastic housing part broken, part broken during patient's ascent. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The customer reported that the patient fell. There was no injury to the patient. The customer also reported that the plastic housing part was broken on the lifts mechanical emergency lowering. The mechanical emergency lowering can be used to lower the patient down, by moving the emergency lowering handle up and down until the patient has been lowered. The function of the plastic housing part on the mechanical emergency lowering is to store the lift strap that is needed to mechanically lower the patient. The plastic housing is a spring-loaded roll that will roll up the lift strap. The plastic housing does not hold any load and would not cause any fall of the patient. It is the mechanism in the handle that will support the weight put on the lift. The likorall lift was inspected by a hillrom service technician. It was found that the plastic housing part was broken on the lifts mechanical emergency lowering. The technician tried to understand how the event occurred. The customer did not have any more information about the incident that could explain the patient fall. After analyzing the device, the technician¿s opinion is that the mechanical emergency lowering was activated and that it could be that the lift strap was badly engaged on the emergency system and when the client sets the emergency, it forced and caused the breakage. The instruction for use for likorall 242 s (7en120115 rev. 11) describes in text and with pictorial illustrations how the mechanical emergency lowering shall be used and adjusted after use although the event and reported fall did not result in injury and the part that was reported to have malfunctioned does not hold any patient weight, the investigation cannot determine the root cause of the fall, therefore hillrom/baxter is conservatively reporting this event. If any additional relevant details are received the report will be updated accordingly.